Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their infusion set cannula was bent and their blood glucose went above 600 mg/dl. The customer also mentioned that she was hospitalized. No further details were provided regarding the high blood glucose and hospitalization. The insulin pump was not returned for analysis.